Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed no evidence of no cartridge detected cs 163 warnings. During testing, the pump successfully completed the rewind, load, prime sequence with no warnings occurring. The force sensor calibration was found to be within required specification. The pump case was removed and no evidence of physical damage on the force sensor or pins was observed. The complaint of a load step malfunction issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a dim, discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.